Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic stent placement performed on (B)(6) 2019. According to the complainant, during the procedure, when attempted to insert the stent, the tip of the stent got kinked, and since it might have a problem in drainage, the device was removed. The procedure was completed with advanix pancreatic stent. There were no patient complications reported as a result of this event. Attempts to ascertain the condition of the patient have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Block e1: (B)(6). Block h10: investigation results: a visual evaluation of the returned device found that the stent was kinked in several locations. The stent was inspected under magnification and it was observed marks over the stent surface indicating interaction with another device. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure could have affected the device performance and its integrity. Patient anatomy and customer maneuvering during the use of the device can lead to kink the stent, this condition can affect the overall performance of the device. Also interaction with additional devices/instruments can contribute with the encountered damaged. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.. A review of the device history record (DHR) was performed and and no anomalies were found.

Manufacturer narrative:
(B)(4). (B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic stent placement performed on (B)(6) 2019. According to the complainant, during the procedure, when attempted to insert the stent, the tip of the stent got kinked, and since it might have a problem in drainage, the device was removed. The procedure was completed with advanix pancreatic stent. There were no patient complications reported as a result of this event. Attempts to ascertain the condition of the patient have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.